Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. A specific bg level was not provided. Reportedly, there was not an active continuous glucose monitor session active on the pump, therefore, the control iq feature did not adjust insulin. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional.